Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube also, had corroded lcd board during our visual inspection. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test alarm. However, the insulin pump power up properly after battery installation. No blank display noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident exceeded 250 mg/dl. During troubleshooting, the customer stated that her battery cap contacts were damaged. A blank display anomaly then occurred. The customer was unable to resolve the blank display issue. The insulin pump was returned for analysis.